Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred while delivering a bolus after the customer went swimming with the pump. Customer's blood glucose (bg) level was 269 mg/dl. Contact stated that the customer did not address bg level due to partially receiving the bolus that was delivered at time of malfunction. Reportedly, the customer had manual injections as alternate insulin therapy.